Manufacturer narrative:
Other: hydraulic hose.

Event description:
It was reported by service report that the hoses were leaking. It is unk if there was pt involvement or if there are adverse consequences to report.